Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and required medical intervention by emergency medical services. The blood glucose reading was 40 mg/dl. The customer's husband stated that the customer had awoken to a no reservoir alert, performed a set change, and then become unresponsive about 2 hours later. He administered 2 shots of glucagon and treated with 2 glasses of orange juice. The caller stated that she was completely out and unresponsive. She was wearing the insulin pump at the time of the emergency call. The husband declined troubleshooting for low blood glucose because he was not sure what had happened. Nothing further reported.